Event description:
An in.pact 018 drug coated balloon (dcb) was being used for the treatment of a 100mm calcified lesion with 80% stenosis in the mid right region of the superficial femoral artery. The artery diameter was 6mm and it was moderately calcified. A 7mm spider was used for embolic protection. A non medtronic inflation device was used. The in.pact dcb was prepped as per the IFU with no issues identified. After crossing mid sfa lesion the physician was able to place a 7mm spider epd and make 4 successful passes with the h1-m device.  The physician loaded the .018 dcb over the spider wire. During the first inflation, the physician noted loss of pressure on the inflation device as well as the loss of contrast visual on flouro. It was reported during the first inflation at 4mm the balloon ruptured longitudinally. The device had not passed through a previously deployed stent and no issues were noted during advancement and no excessive force was used. The balloon was replaced with a non-medtronic pta balloon. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis: two still images were returned for review by the account. Image 1 shows the packaging label of an in.pact 018 device. The details on this label match the details reported. Image 2 shows an in.pact 018 device that has been used during a procedure. The balloon portion of the device appears to be either covered in blood residue or filled with blood residue. The presence of a burst site cannot be confirmed from this image. This complaint is inconclusive as burst at or below rbp or unknown bp based on the images returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a hep-saline (60%) contrast (40%) inflation mixture was used. The physician did not make a note of the balloon fragmenting after it burst. The balloon was seen to be intact, and the spider filter did not have any residual fragments. All fragments were removed, the physician had a spiderfx epd still in place. After a second pta balloon was used, the filter was removed via .035 catheter and no fragments were seen. No vessel injury was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.